Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.

Manufacturer narrative:
The device has been returned/received, and is pending an investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 309 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent/kinked, while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a manual injection. The ketones were high. The patient was taken a unknown medication, but it was not stated if it was diabetes related.